Event description:
(B)(4). Was diagnosed with hypothyroidism a year after essure was implanted. After a year suffering constant abdominal pain where the coil is located. Along with dizziness, extreme hair loss among many other symptoms. Now I have to take a daily dose of levothyroxine and ibuprofen just to be able to go about my normal life.